Event description:
A report was received from eye care professional that a patient had received treatment at an emergency room for a corneal abrasion associated with wear of freshlook colorblends contact lenses. Further information received stated a patient experienced severe pain, left eye. A central corneal ulcer was diagnosed with no anterior chamber reaction and no permanent scarring noted or expected. The associated infiltrate, initially confluent, was now clear and approximately 2mm in diameter. A culture was performed, but no results provided. Treatment consisted of atrophine sulphate drops every 2 hrs and chloramphenol every 4 hrs ongoing. Lens care system reported as renu multipurpose system. Pre-event acuity reported as od 6/6 and os 6/6. Last reported acuity od 6/6 and os 6/60. Request has been made for additional information, however no further information is available at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." H.3., h.6.: evaluation of two opened, returned lenses were found to meet specifications. As there was no lot number provided, no detailed investigation can be performed.